Event description:
The pt reported that since his pump replacement in 2007 his walking had gotten worse, and he wasn't sure of the cause. His symptoms (not specified) were affecting his gait. The pt called from his home and reported his status as undermined. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates baclofen. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.